Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports: cup, liner and head were replaced due to symptom of infection in (B)(6). The metal liner was replaced by poly liner. On (B)(6), the cup, liner and head were replaced by competitors product due to symptom of infection. During the surgery, black metallic debris in the neck and black pigmentation in the great trochanter were noted. Also possible pseudotumor was found in the image. Examination of the returned product was unable to confirm the reported event. A search of the (B)(4) complaint databases, using product and lot codes did not show any other reports. A review of the device history report and sterile cert against the product (B)(4) pinn cup lot d34kd1 did not reveal any anomalies regarding the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Cup, liner and head were replaced due to symptom of infection in (B)(6). This is the second revision. Initial surgery was (B)(6) 2008, the first revision was (B)(6) 2011, which was reported as (B)(4). Tha was done with mom in (B)(6) 2008. After implantation, the patient fell over and then had a feeling of strangeness in the hip. In x-ray, dislocation of inner head out of metal insert was noted. Also, the head and stem were disassembled. On (B)(6) 2011, revision surgery was done to replace the liner and head. The metal liner was replaced by poly liner. On (B)(6), the cup, liner and head were replaced by competitors product due to symptom of infection. During the surgery, black metallic debris in the neck and black pigmentation in the great trochanter were noted. Also possible pseudotumor was found in the image.

Event description:
On (B)(6), the cup, liner and head were replaced by competitors product due to symptom of infection. During the surgery, black metallic debris in the neck and black pigmentation in the great trochanter were noted. Also possible pseudotumor was found in the image. Cup was manufactured by jmm. The patient was the same as (B)(4).